Event description:
It was reported that the stent delivery system was difficult to remove. The stenosed target lesion was located in the carotid artery. An 8.0-29 carotid wallstent self-expanding and filterwire were selected for treatment. During the procedure, the stent was guided along with the filterwire and deployed and placed at the target site. However, when attempting to remove the delivery catheter of the stent, resistance was felt. The filterwire was held in place with a non-boston scientific forceps while the delivery catheter was removed. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent delivery system was difficult to remove. The stenosed target lesion was located in the carotid artery. An 8.0-29 carotid wallstent self-expanding and filterwire were selected for treatment. During the procedure, the stent was guided along with the filterwire and deployed and placed at the target site. However, when attempting to remove the delivery catheter of the stent, resistance was felt. The filterwire was held in place with a non-boston scientific forceps while the delivery catheter was removed. The procedure was completed with this stent. There were no patient complications as a result of this event. It was further reported that the embolic protection device was able to be removed separately using forceps after the delivery catheter was removed. There was no re-access performed, and no additional device was deployed into the carotid artery after the stent delivery system was removed.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.